Manufacturer narrative:
Problem code 2949 for the reportable issue of bands falling of varix. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastric fundus esophageal vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on may 03, 2019. It was reported that the band was successfully deployed; however, the band failed to remain attached to the varix..

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastric fundus esophageal vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.